Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, the customer was prescribed 8fr catheters for use in voiding. A sample order was entered to ship samples of the 28578. The dc picked the order and shipped out the majority of the order as 28578 but there were inadvertently several 28584 (14fr) catheters that were included in the shipment. The customer did not notice that the french size was incorrect and attempted to use one of the 28584 (14fr) catheters. This resulted in trauma to the patient including bleeding in the urethra. The customer did not seek immediate medical attention. The customer subsequently used a sample of the 28578 (8fr) catheter later in the day and was able to void with no pain or bleeding.